Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with at least 240 units of insulin. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was approximately 140 mg/dl.